Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: product code #: 311.43 synthes lot #: 7910788 supplier lot #: n/a released to warehouse: february 23, 2015 manufactured by: monument. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the handle with quick coupling, small (p/n: 311.43, lot #: 7910788) was returned and received for analysis. Upon visual inspection, the handle of the device appears to have a large crack, broken condition is not confirmed as the device remains in one piece. Device failure/defect identified? Yes. Dimensional inspection: a dimensional inspection cannot be performed due to post manufacturing damage. Document/specification review: current and manufactured revision. Complaint confirmed: yes, the complaint can be confirmed based on the available information. Investigation conclusion: the reported condition of the complaint device (handle with quick coupling, small) is confirmed. The handle is cracked. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Exact date of event is unknown, event occurred sometime in 2022. Initial reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, during inspection of a loaner set, it was observed that the handle with quick coupling small was broken. There was no known patient or hospital involvement. This report is for a handle with quick coupling small. This is report 1 of 1 for (B)(4).